Event description:
End user states the dealer keeps telling him that the motors are bad and needs replaced. The end user says that the chair will go 30 feet then stops, and the wrench light is flashing.